Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump up arrows was unresponsive had to press them harder than before. Customer stated insulin pump batteries had to change every two to five days, when they rewind insulin pump sometime it stop. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.